Event description:
The customer reported that during use in a shoulder arthroscopy, the tip of the suture hook broke. The broken piece was retrieved with minimal difficulty and the procedure was completed. There was no injury or surgical delay related to this event.

Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the MFR. To date, the product has not been received to perform an investigation. A review of product history found no other reported problems for this failure mode. If the product is received, a follow-up report will be sent.